Event description:
When the hospitalized patient was using the cassette in combination with a pump (p/n: 21-6500-09, lot number unknown), the pump issued an "no disposable, pump won't run" alarm every 15 minutes. Then the customer checked the cassette and the pump by running them for about 2 hours with the tubing connected. However, no alarm sounded. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Two pictures were received from the customer. Picture (1) shows two cassettes products in used conditions, with medication, slide clamp activated and red cap attached. Picture two and picture four show the front view of a cassette product from flow stop model. Picture three and picture five show the top view of a cassette product from flow stop model without blue cap. Samples received: sample received consists of two cassette products. Samples were received in used conditions without their original packaging, decontaminated inside in a plastic bag. Visual inspection: the samples were visually inspected at a distance of 12 in to 16 in under normal conditions of illumination to detect samples conditions that could cause functional issues. Results: samples were received without damage. Samples were received with slide clamp activated and with red cap assembled. Pump tube height: the first sample pump tube height was 0.1083 inch, out of spec. The second sample pump tube height was 0.1026 inch, out of spec. Due samples were received in used conditions. It is possible that the pump tube height was modified during the use. Accuracy test: the samples could be connected without problems. The first sample passed the test with a delivery rate of 6.77 percent. The second sample failed the test with a delivery rate of 8.77 percent. It is possible due samples were received in used conditions these could affects the delivery rate. Functional testing: samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported complaint was not confirmed. Therefore, no root cause was determined due complaint was not confirmed.